Manufacturer narrative:
Continued e.1. Phone number: (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture; "fluid between the breast implant and the pectoral muscle".

Event description:
Healthcare professional reported right side pain, swollen, "fluid between the breast implant and the pectoral muscle", rupture, and capsular contracture, baker grade iii. Device has been explanted and replaced.